Event description:
New information received notes the event of failure to interrogate was due to the programmer while the patient's pacemaker was attempted to be interrogated. The pacemaker was able to be successfully interrogated with the inductive wand. All device functions appeared to be normal.

Event description:
It was reported by the technical support that the pacemaker was unable to be interrogated by a programmer. No intervention performed was reported. No patient consequences were reported.